Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that customer received the following results on the compact plus system within 1 minute and 6 minutes respectively: 218 mg/dl and lo (result < 10 mg/dl); 170 mg/dl, lo (result < 10 mg/dl), lo (result < 10 mg/dl) and 10 mg/dl sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.